Event description:
During an extrapleural pneumonectomy, the subject device could not be activated output. The physician withdrew the device and confirmed that the probe broke. The broken piece of the probe was taken out. The physician replaced the subject device with a different device. The procedure was completed as scheduled. There was no patient harm reported.

Manufacturer narrative:
The subject devices were not returned to olympus. However, based on cases with the same model, the probe presumably broke since the probe was damaged because the physician activated ultrasound output while the probe was in contact with metal such as a clip, and besides the physician continued to use the damaged device, the probe was cracked. If additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.